Manufacturer narrative:
During the surgery, the stt (scaphotrapeziotrapezoidal) joint was noted to be severely arthritic with bone-on-bone arthritis. The distal 2 mm of the scaphoid was excised and 3x3 cm orthadapt bioimplant was shaped to fit and sutured into the scaphold with ethibond #2-0 and mersilene #4-0 sutures to provide interpositional arthroplasty to the sst joint. The dorsal capsule was then re-approximated using ethibond 2-0 suture. This is an off label use of the orthadapt bioimplant. Based on the provided case info, the cause of the reported event could not be determined; however, it is likely that disease progression, the off-label use of the product and fixation methods contributed to the event. The product lot number was not provided to the MFR.

Event description:
Pt experienced tenderness and limitation of range of motion at the stt (scaphotrapeziotrapezoidal) joint following an stt joint interpositional arthroplasty using orthadapt bioimplant as a spacer. The bioimplant was removed approximately six months post-implant.